Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® k2e plus blood collection tubes there was an issue with leakage. It was stated ¿the customer found 100 each tubes with shield oblique, seemed they were not assembled well". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cocked stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cocked stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cocked stopper with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and cocked stopper was observed. Root cause description: based on the investigation, a root cause could not be determined.